Manufacturer narrative:
Concomitant medical products: ine solution for inhalation: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Complaint reported as: "on (B)(6) 2019, in (B)(6), after 7 days of ovarian cancer operation ,the patient could not split the sputum easily. Then nebulization was performed. The connection tube was found leaking, which caused the oxygen pressure failure to meet the requirement. Then changing a new one to continue the treatment." No patient harm reported.